Manufacturer narrative:
Section b1: corrected. Section d1: corrected. Section d4, primary UDI number: corrected. Section h1: corrected. Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of the centrimag motor not functioning properly was unable to be confirmed. The centrimag motor was not returned for analysis and no log files were submitted for review. A root cause for the reported event was unable to be conclusively determined through this investigation. The serial number of the centrimag motor was not reported with the event. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system, motor, and flow related alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use (rev. G) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a low flow alarm while using centrimag, however the extracorporeal membrane oxygenation (ECMO) specialist noticed the flow was still at the set level. Then the revolutions per minute (rpm) and the flow dropped to zero. The console and motor were exchanged with the backup console and motor reportedly uneventfully although the patient's blood pressure did dip during the time off ECMO with no adverse patient impact. Related manufacturer reference number: 3003306248-2024-02754 (console). Related manufacturer reference number: 3003306248-2024-02753 (flow probe).